Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "due to the poor lock of the combo remer, the lock was loosened during drilling, and the barrel portion could not be drilled. I replaced it with another combo remer but couldn't lock it as well. The drilling was completed with a hospital-owned drill, and the procedure was completed. According to the doctor's opinion, "drill locks make it easy to loosen when drilling forward due to the structure of the drill lock. In some cases, a poor lock could cause a medical accident involving a perforation of the head of the head."

Manufacturer narrative:
Note changes to h6 codes. The reported event that combination reamer assembly omega plus ti was alleged of 'instrument - loosely component during implantation' could be confirmed. The device inspection revealed the following : the measurements between the teeth of the clasp that are used in the locking mechanism shows that the device was deformed, probably during cleaning and sterilisation. Indeed, the clasps are not concentric anymore, and were separated. This results in the locking clasps loosening. This is therefore the root cause of the reported difficulty of the loose barrel reamer. This issue can be attributed to the user, since the device was not maintained adequately. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "due to the poor lock of the combo remer, the lock was loosened during drilling, and the barrel portion could not be drilled. I replaced it with another combo remer but couldn't lock it as well. The drilling was completed with a hospital-owned drill, and the procedure was completed. According to the doctor's opinion, "drill locks make it easy to loosen when drilling forward due to the structure of the drill lock. In some cases, a poor lock could cause a medical accident involving a perforation of the head of the head.""

Manufacturer narrative:
The reported event could not be confirmed, since the product was returned but could not be functionally inspected at the moment because of the restrictions in place due to the covid-19 pandemic. The case will be reassessed as soon as the restrictions are lifted. However, the device inspection (performed before the start of the pandemic) revealed the following: the device shows that overall it is in good condition. Some scratches can be noticed on the reamer drill shaft, most probably due to an improper insertion of the barrel reamer part. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "due to the poor lock of the combo remer, the lock was loosened during drilling, and the barrel portion could not be drilled. I replaced it with another combo remer but couldn't lock it as well. The drilling was completed with a hospital-owned drill, and the procedure was completed. According to the doctor's opinion, "drill locks make it easy to loosen when drilling forward due to the structure of the drill lock. In some cases, a poor lock could cause a medical accident involving a perforation of the head of the head.""